Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous low na results generated by unicel dxc 600 pro synchron chemistry analyzer. The samples were reported out of the laboratory and questioned by the ER physician since the na results were low in contrast to the point of care istat measurement. The samples were repeated on alternate unit and higher results were obtained. Sample information is not available. Amended reports were initiated. Patient treatment was not impacted by this event.

Manufacturer narrative:
The ise system was recalibrated and the qc samples were within established ranges. One hour after the recalibration na results were low. A bci field service engineer (fse) cleaned the flow cell. No additional inquires have been reported since the fse visit.